Event description:
It was reported that blood leakage was observed from the thermistor connector. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that the catheter was found to have a split in the body 0.190 inches long at the proximal edge of the thermal filament middle form area that enters the thermistor lumen.